Event description:
Ous MDR - thresholds were out of range during a follow-up. The lead was explanted and replaced with a new lead. Device has been returned for analysis. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the shock coil, it is reasonable to assume that these damages resulted form the surgery. Further analysis of the lead did not reveal any irregularities that might have contributed to the reported clinical observations. In particular, the values of the parameters measured during the electrical and mechanical analysis were within the technical specifications. The analysis did not reveal any signs of a material or manufacturing problem. Ca